Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced difficulty pumping up the inflatable penile prosthesis (ipp) device, which was found to be related to the tubing of the device being kinked and not allowing fluid to transfer through the device. A surgical procedure was performed during which the existing device was explanted and replaced with a new ipp. There were no patient complications.

Event description:
It was reported that the patient experienced difficulty pumping up the inflatable penile prosthesis (ipp) device, which was found to be related to the tubing of the device being kinked and not allowing fluid to transfer through the device. A surgical procedure was performed during which the existing device was explanted and replaced with a new ipp. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) device at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination did not identify any leaks in the cylinders, pump or the reservoir. It was identified that the kink resistant tubing (krt) in both cylinders and pump was worn to the filament. Functional testing of the momentary squeeze (ms) pump identified that the component did not pass the activation test. Product analysis concluded these activation issues could affect the functionality of the device as the reported difficulty to inflate and mechanical issue. Product analysis confirmed pump malfunction but unable to confirm a kink in the tubing. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.